Event description:
Laparoscopic sigmoidectomy: "this is the complaint from the market. Please refer to the complaint sheet for investigation. The customer used the subject device for a laparoscopic sigmoidectomy. After the procedure, the customer was washing the cavity and found a piece of the septum left in it. In combination with the device, the customer used a storz rigid endoscope (10mm) and grasping forceps for pitting in and taking out gauze. (B)(4) have confirmed the following about the subject device. The septum in the duckbill had a lost part. The enclosed piece fit to the lost part. The piece was 1.35mm long and 2.56mm wide. Please investigate the following: why was the septum damaged? Would you give me the check result of the device history record?" Pt status: "the pt was not injured."

Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.